Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with pump and bolus.